Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil from the introducer sheath into the microcatheter.

Manufacturer narrative:
Result: the ruby coil's pusher assembly was kinked approximately 63.0 cm from the proximal end, and the introducer sheath was ovalized and the coil was damaged approximately 3.0 cm from the distal tip. The proximal end of the pusher assembly was kinked approximately 5.0 cm from the end by penumbra's investigator during investigation. Conclusion: the complaint has been evaluated. The complaint indicated that the ruby coil was removed from the packaging hoop, inserted into a microcatheter, and would not advance out of the introducer sheath. Evaluation of the returned device revealed the introducer sheath was ovalized. This type of damage typically occurs when the device is improperly handled during preparation. If a rotating hemostasis valve (rhv) is overtightened on the introducer sheath during an attempt to advance the coil into the microcatheter, damage may occur. The pusher assembly was kinked. This damage likely occurred from the force used while attempting to advance the coil into the microcatheter. These devices are 100% functional tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.